Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Clarification to d6a - implant date: "around 1990's" was reported. Additional, changed, and/or corrected data: a4, b3, b6, g1, h6.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.